Manufacturer narrative:
Follow-up #1: date of submission: 05/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/11/2017 with the following findings: during investigation, a review of the pump history showed a call service cs 071 alarm on date of reported alarm. During testing, the pump rewind, load and prime steps were performed successfully and the pump was exercised for 24 hours with no alarms occurring. The complaint of a communication alarm issue was shown in the pump history but was not able to duplicated or confirmed during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.